Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered a hole in the tubing of the wash station. He replaced the tubing. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4). Initial reporter phone: (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial creatinine result was reported outside the laboratory. The patient's doctor questioned the initial creatinine result as the result "could not be correct." The customer performed repeat testing with the patient's sample. The patient's initial creatinine result was 555 umol/l, and the patient's repeat result was 106 umol/l. The customer determined the repeat result was correct. The creatinine reagent lot number and expiration date were requested but not provided.